Event description:
The customer called to report that they programmed a bolus and the pump emptied the entire reservoir of insulin into their body. The customer indicated that they had blacked out just before the call. Advised the customer that they needed medical attention. It was stated that family member would take the customer to the hospital. Later a follow up with customer indicated that they were not hospitalized and the customer is fine.